Manufacturer narrative:
Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In a hip surgery revision, the primary prosthesis that was a ceramic femoral head 36 for another one ceramic head 36. The primary polyethylene 52 was replaced by a similar one.